Event description:
The surgeon had previously performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system on (B)(6) 2014. Less than a week after the surgery the surgeon performed a revision of the liner. The surgeon stated that he suspected the liner had not been fully seated during the first surgery, and had thus came loose. A new liner was implanted during the surgery on (B)(6) 2014.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional info is obtained.